Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389-28, lot#: va1tg22, product type: lead. Product ID: 3389-28, lot#: va1tg22, product type: lead. Product ID: 3389-28, serial/lot #: (B)(4), ubd: 31-jul-2022, UDI#: (B)(4). Product ID: 3389-28, serial/lot #: (B)(4), ubd: 31-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient began experiencing severe diplopia and balance issues since starting in (B)(6) 2020. There were no known causes as it developed during normal use. The scanner and imaging had been performed and they could observe the migration of both dbs electrodes even more inside the brain. A surgical intervention had been made on (B)(6) 2021 to remove the entire dbs system. The hospital was still in possession of the products and their return status was unknown. The issue was resolved.